Event description:
The patient was supine on the operating room table secured with safety straps at the hip and bilateral lower extremity. The patient was placed in slight reverse trendelenburg and tilted towards both surgeon and scrub tech. The patient slid to side onto both surgeon and scrub tech. Patient pushed back onto the bed and transfer pad removed immediately. Patient assessed and procedure resumed.